Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log was reviewed and there was no alarm pertaining to the reported issue. Multiple flow and occlusion tests were performed. The noisy motor issue was confirmed. The motor assembly was replaced to resolve the noisy motor issue. The pop noise was from no grease was on the plunger tube and was binding on gasket. The user removed the grease from the plunger tube causing greatly increased resistance to plunger travel, which in turn wore out the stepper motor. A light coat of grease was applied on the plunger tube to resolve the issue. The pump was calibrated and passed all functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump's motor was super loud and making a popping noise when halfway through the syringe. There was no reported adverse event.